Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the root cause could not be determined. Two photographs of a guidewire were returned for evaluation. An initial visual observation of the photographs showed a guidewire that was kinked in multiple places. What appears to be use residue could be seen on the sample in the returned photographs. No other details of the damage were observed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "on (B)(6) 2023, during the process of hemofiltration catheter puncture, the patient had no disinfectant items, seamless thread items, and no sterile treatment wipes in the dialysis catheter to form a sterile barrier, and after the puncture needle pierced the skin, the guidewire could not enter along the syringe, nor could the guidewire be withdrawn, resulting in the puncture process could not be completed smoothly. After replacing the new consumable, re-puncture is performed to complete the operation smoothly." No other information was provided. (B)(6) 2024 one guidewire was returned for evaluation and was found to be kinked in multiple places.